Manufacturer narrative:
(B)(4). The device was returned for evaluation. The device history record showed no abnormalities related to the reported failure. The reported complaint was confirmed, as the unit failed multiple specific functional tests due to movement in the lock while in the unlocked position. No further investigation required based on the acceptability of risk and no adverse trends identified.

Event description:
N/a

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a3059 mayfield composite series skull clamp needs re-tightening after application. There was no known patient injury nor delay in surgery.